Event description:
Laparoscopic trocar placed appropriately into the abdomen. When surgeon placed instrument through, a popping noise was noted and a small black object was found in the abdomen and removed. At the end of the case, the trocars were examined closely and a small piece of black plastic was torn from the inside of the trocar.